Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the spinal cord stimulator (scs) did not work well in providing relief. The patient underwent an explant procedure and the explanted device was discarded by the medical facility. No further information could be obtained despite good faith efforts.